Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncopal episode and presented to the emergency room. Surface electrocardiogram revealed that the pulse generator exhibited no output. The patient was provided with temporary pacing lead. The device could not be interrogated and there was no magnet response. Further interrogation revealed the device was in backup vvi. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.